Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory. Product ID: 3093-28, lot# v029657, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v029657, implanted: (B)(6) 2007, product type: lead. Product ID: 3037,serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had a lead wire sticking out of their skin for almost a week. The patient had no falls or trauma. It had been shocking them in the back while they were on the toilet, and then again when they were sitting and leaning forward. It only shocked the patient in that position. This had been happening for about a week and the patient went to the emergency room (ER). They were talking to the patient's health care provider (hcp) and just told the patient to turn it off. The ER did abdominal x-rays and said it was in the soft tissue. The patient tried to use their patient programmer to turn stimulation off and had to stretch out the battery contacts as the batteries were too loose. The patient got the programmer to turn on, synced, and was able to successfully turn stimulation off. The patient needed a new programmer antenna cord because they didn't have theirs anymore. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that they still had the same issues. The patient had not talked to their health care provider (hcp) about their issues yet.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she went to the ER and the doctor who put the implant in told her to shut it off and she went home. The shocking and lead sticking out had not been resolved, she just shut the implant off. The wire was still sticking out of her skin and was very painful. Now she had an implant that was broken and shut off and she was back to urinating 60 times per day.